Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Disassembly and further evaluation determined that a failed vacuum sleeve was the cause of shaft frosting.

Event description:
Shaft started frosting midway through procedure. Used warm saline glove and drip method to prevent any damage to the skin layer.